Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted in the patient for an unknown thoracic endovascular treatment. It was reported that the patient had a type ib endoleak. Per the physician, the cause of the event was due to growth of the aneurysm sac. The event was treated by implanting an additional endograft along with 6 heli-fx endoanchors. No additional clinical sequalae were reported and the patient is fine.